Event description:
During a transfemoral tavr procedure, a 26mm sapien xt valve was deployed in a canted position, resulting resulted in paravalvular leak and native leaflet overhang. The vale was 30:70 aortic/ventricular on the left coronary cusp side and 50:50 on the right coronary cusp. The surgical team elected to place a second valve in a slightly more aortic position, which resolved the pvl and the leaflet overhang. Reportedly, after going over the aortic arch the operator could not get coaxial alignment of the valve.

Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, and minimally calcified aortic leaflet. In addition per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment a technical summary was created by edwards lifesciences to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case as reported, the operator could not get coaxial alignment of the valve during deployment. This resulted in canted deployment of the valve, with native leaflet overhang. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.